Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss or replace battery alert noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label missing, end cap address label missing and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 5.1 mmol/l. Customer reported that they did not received low battery alert prior to replace battery alert. The insulin pump will not be returned for analysis.